Event description:
It was reported that the current lead impedance is 200ohms bipolar and 312ohms unipolar. The implant impedence was 515 ohms so the impedence has decreased since the implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.